Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Inspected insertion needle for burrs or hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 147, 175 and 125 mg/dl and the sensor glucose was 62, 92, 84 and 92 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 63 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer treated high blood glucose with bolus from the pump and syringe. The customer also states had received lost sensor alarm and a change sensor alert after a calibration not accepted. The sensor will be returned for analysis.